Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the stimulation had changed, and the patient was no longer receiving pain relief from the stimulation. Follow up identified the sjm representative met with the patient for reprogramming. It was reported, the patient had recently had electroconvulsive therapy (ect) for another condition. The patient reported, the stimulation caused her to vomit and feel intermittent jolting sensations. In addition, the patient described positional stimulation. It was reported reprogramming was unable to provide stimulation coverage. Follow up found the patient met with the physician and the patient had pain at the lead incision site.